Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 paddles are not functioning during operational check. There was no reported patient involvement.

Manufacturer narrative:
Available details indicate that the device is failing the operational check as the paddles are not functioning. It was determined the device does not have an existing contract, thus no action was taken. There were no service or repairs performed. The customer was advised to remove the device from service and that they can purchase a replacement through philips sales / their philips distributor. The device remains unrepaired at the customer site. H3 other text : it was determined the device does not have an existing contract, thus no action was taken. There were no service or repairs performed.